Event description:
It was reported that the pt underwent a cervical fusion following decompression for myelopathy. One or more yrs post-op, the pt has presented with a possible allergic reaction, systemic, with rash. The pt underwent a surgical procedure to remove the hardware in 2009.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the MFR for eval. Therefore, we are unable to determine the definitive cause of the reported event.